Manufacturer narrative:
The device has been returned for evaluation. Investigation is pending. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).

Event description:
The event involved a 14" ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where the customer reported that a manifold leaked from the green port during use. The patient had a continuous furosemide infusion in which the nurse noted bubbles of fluid at the top of the device leaking from the green port. There was patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
Received one (1) used b55005 ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red) for inspection. No defects or anomalies noted. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. There was leakage from the green port button. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. Lot history review could not be conducted because no lot number(s) was/were identified.